Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Photographs were provided which confirmed the tip of the bender is fractured. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an operation for adolescent idiopathic scoliosis (ais) was performed. During the procedure, when the surgeon used the rod bender, the tip fractured. The fractured piece could be removed so no fractured piece remained in the patient body. There was no surgical delay in excess of 30 minutes and the surgery was able to be completed using the same bender.

Manufacturer narrative:
Additional information: the returned bender was evaluated. The tip was found fractured off in two places. A review of the manufacturing records did not identify any issues which would have contributed to this event. A hardness test was performed and certified at the time of manufacture. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage. The cause may be attributed to excessive force applied to the bender during the surgical procedure, causing fracture.